Event description:
It was reported that the acetabular component was revised due to a radiolucent shape in the superior acetabulum (visible on x-ray).

Manufacturer narrative:
.

Manufacturer narrative:
Modular head part number corrected.